Manufacturer narrative:
(B)(4). Physio-control evaluated the customer¿s device but was unable to duplicate the reported issue. After observing proper device operation through functional and performance testing the unit was returned to the customer for use. Physio-control downloaded the electronic records from the event for review. Upon review of the electronic records, physio concluded that the device had actually experienced a lock-up condition. The cause of the reported issue could not be conclusively determined.

Event description:
The customer, a biomedical engineer, contacted physio-control to report that their device¿s display had gone blank following the delivery of a shock to a patient during a synchronized cardioversion procedure. The biomed indicated that they believed that the device continued to monitor the patient and that the information on the display returned; however, as a precaution a backup device was retrieved and also connected to the patient. The customer advised that there was no adverse outcome to the patient as a result of the reported issue. No further information about the patient or the event was provided. At the time that this information was received, physio had determined that the momentary blanking of the device's display was likely the result of normal device operation following a successful shock. Physio-control later evaluated the electronic records from the event and concluded that the device had actually experienced a lock-up condition which would have prevented further attempts to shock the patient, had they been necessary.

Event description:
The customer, a biomedical engineer, contacted physio-control to report that their device's display had gone blank following the delivery of a shock to a patient during a synchronized cardioversion procedure. The biomed indicated that they believed that the device continued to monitor the patient and that the information on the display returned; however, as a precaution a backup deice was retrieved and also connected to the patient. The customer advised that there was no adverse outcome to the patient as a result of the reported issue. No further information about he patient or the event was provided. At the time that this information was received, physio had determined that the momentary blanking of the device's display was likely the result of normal device operation following a successful shock. Physio-control later evaluated the electronic records from the event and concluded that the device had actually experienced a lock-up condition which would have prevented further attempts to shock the patient, had they been necessary.

Manufacturer narrative:
Physio-control has determined that the likely cause of the reported issue was due to a field programmable gate array component (¿fpga¿) on the system pcb assembly. Timing issues in the fpga firmware may intermittently prevent a required system reboot following a defibrillator shock which results in the lockup issue. During the evaluation, the device lockup condition occurred once in every 800 to 1200 defibrillator discharge cycles. New fpga firmware has been created to resolve the timing issues that were identified. Validation testing of the new fpga firmware has confirmed that the updated firmware is effective in correcting intermittent device lockup issue following a defibrillator shock has been corrected.